Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, and after reset pump did not display cgm error again, with no additional actions reported.